Manufacturer narrative:
The connex spot monitors are intended to be used by clinicians and medically qualified personnel for monitoring of non-invasive blood pressure, pulse rate, non-invasive functional oxygen saturation of arteriolar hemoglobin (spo2), respiration rate, and body temperature in normal and axillary modes of neonatal, pediatric and adult patients. The most likely locations for patients to be monitored are general medical or surgical floors and general hospital and alternate care environments. This product is available for sale only upon the order of a physician or licensed health care professional. The 7000-ps is the connex spot monitor 35 watt power supply. The device was not returned by the customer for inspection, therefore a root cause for the reported sparking could not be determined. The customer will replace the power supply to resolve the issue. Reports of melted feet would be obvious to the end user upon visual inspection of the device. The end user is likely to remove the device from clinical use and has the option to use a backup device, otherwise, there are alternative ways of obtaining and assessing vital signs. The device is no intended to be held by the end user and therefore decreases the likelihood of severe injury or death to negligible. After consideration for potential harms and worst-case scenarios, no serious adverse health consequence would occur from this issue. Although there was no serious injury as a result of this event, if the reported malfunction of sparking of the power supply were to recur, it could result in a serious injury or death, therefore, hillrom is reporting this malfunction.

Event description:
The customer reported that the stated that ac adapter used with csm device was sparking and melting the rubber bumpers. There was no adverse event reported. This incident was captured under hillrom complaint ref # (B)(4).